Event description:
It was reported that during an unknown procedure the handpiece functioned intermittently. The customer was unsure how the case was completed, but stated there was no patient consequence. Patient information requested, but not available.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was returned with the nose cone cracked. It was tested on a generator and found to be functional. However, it no longer meets the specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for activation issues to occur. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.